Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced electrode array migration. The recipient's device was explanted. The recipient was reimplanted on the contralateral ear with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The residual gas analysis revealed a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.